Manufacturer narrative:
Concomitant medical products: 7741 lead, implanted: (B)(6) 2016, 7742 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "it jumps" like it is "shocking" the patient on the side and stomach. It was noted in the device registry system that the patient had been implanted with a left ventricular lead about eight days earlier and follow-up with the physician's office revealed that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed - which resolved the issue - and the lead remains in use. No further patient complications have been reported as a result of this event.